Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the desktop charger has a broken connector pin. An email was sent to repair to replace the desktop charger. C patient believe that the charger is not good. Patient (pt) thought that their connector pin was loose for they got a picture of a cord when trying to charge recharger, when pt goes to charge, it beeped with a cut cord. Pt noted it would beep 3 times then shut off so pt could not charge their ins recharger for it was totally dead. Patient noted their battery was dead and they were having big pain issues. Patient noticed probably 5 or 6 months ago before the new year, it was when the dtc cord became damaged. Patient would say after they get a new dtc within 5 or 6 months its loose again then in another 5 or 6 months it busts off completely and would stop working. Pt did not know the medtronic representatives name or when they notified them. The pt had plenty of problems with the connector pin for it would get loose then bust. Last time the pt went in for a check, the doctor office said the dtcs come loose so they gave the pt another one probably a year ago. Pt would like to send back both of the dtcs they had for they won't use them. Pts hcp was dr. Cohn but pt thought they were now at a different facility. Information was received from a patient (pt) regarding an external device. Recharger antenna (insr restore only). The patient reported they received their replacement dtc cord today and their recharging was now charging, but now pt was not able to charge their ins. Pt stated they noticed the recharger antenna was frayed and ripped in a few places and the wires were exposed. Pt stated they were looking at the instruction manuals mentioned the device wasn't getting signal from the antenna (ps understood this as check the antenna or reposition the antenna screen). Pt stated the old dtc cord metal connector pin was lose. An email was sent to the repairdepartment to replace the recharger antenna. The pt reported their dtc cord was lose and had their dtc cord replaced once a year or so. Ps was only able to find most recent replacement. Pt's current hcp was dr. "Christa marks" and pt's previous hcp was dr. "Cohn".

Manufacturer narrative:
Product ID 37761. Serial# (B)(4) implanted: explanted: product type recharger product ID 37791 serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient (pt) called back re-reporting information previously documented in this case. Pt said they received their desktop charger (dtc) and recharger antenna replacement. Pt said their ins had been totally dead for about a week now and they were in so much pain it was like someone was shoving a knife into their back. Pt said their spinal doctor was on vacation for the next couple of weeks, they don't have pain pills and their spinal cord stimulator (scs) was not working. Pt said their ins usually lasts about 1.5 weeks or so but pt was seeing the reposition antenna screen on the ins recharger (insr) and poor communication screen on their patient programmer. A possible over discharge was reviewed with the pt and an email was sent out to manufacturer representatives (reps) for further assistance. Pt reiterated that they had met with reps previously when their dtc had broken and they were given new ones. Pt said this was probably a couple of years ago. The patient called back the next day (2022-(B)(6)) and reported that they received the equipment from repair but was not able to connect to charge the ins. The pt was walked through antenna locate and the pt reported por message and he was able to bypass power on reset (por) and start a charge on the ins. The manufacturer agent was going to call the pt back to clear por with the pt programmer. An outbound call to the pt to clear the por message with the patient programmer was made. The pt was able to turn stimulation on and increase stimulation; issue resolved.